Event description:
It was reported that a patient implanted with an impella 5.5 and supported by an automated impella controller experienced an impella in aorta alarm due to optical signal loss. The pump position was reconfirmed. Additionally, the patient experienced access site bleeding. In response, two units of packed red blood cells were transfused. Later, the patient expired on support.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Data analysis: console logs from the reported day of event are consistent with complaint and show large number of positioning alarms. Device history review: the device passed all post sterile inspection checks.